Event description:
Pt called alleging that parts of the display were missing on the one touch ultra meter. Pt did not experience any symptoms. Customer service was unable to resolve the issue and sent pt a new meter. Pt also reported blood glucose results of 87mg/dl and 194mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.